Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving hydromorphone (10 mg/ml at 3.299 mg/day) and bupivacaine (6 mg/ml at 1.9794 mg/day) via an implanted pump. The indication for pump use was spinal pain. The patient reported that this morning when he tried to bolus, he was getting an alarm on his ptm (personal therapy manager) screen and the code was 8476 (motor stall). The patient had not recently had an MRI. The meaning of the code was reviewed with the patient and he was redirected to his doctor. Additional information was received later the same day from a healthcare provider (hcp) via a company representative who reported that the patient was in the physician¿s office. The hcp interrogated the pump and reviewed the logs which showed that the pump stalled on (B)(6) 2021 at 12:58 am. The pump logs did not show a recovery. The patient confirmed he was sleeping at that time and he did not have any emi (electromagnetic interference) interaction or new purchases with a magnet, etc. The hcp was planning to put the pump in minimum rate and have the physician cover the patient with non-pump medication. The hcp was assisted with silencing the alarm while on the phone.

Manufacturer narrative:
H3 ¿ analysis of the pump found ¿motor gear train anomaly ¿ corrosion and/or wear and/or lubrication¿, ¿motor gear train anomaly ¿ stall due to shaft/bearing¿, and ¿failed lab test dispense test ¿ above spec¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was received for analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.